Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, the needle detached from the thread while suturing the blood vessel. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.